Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was retracted and there was damage to the outer insulation in two places (5 cm and 15 cm from the lead tip). The lead body had no evidence of abrasions. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A review of an x-ray found that the distal end of the terminal pin was fractured. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during retraction of the helix at the time of the explant procedure caused the inner conductor coil to break.

Event description:
Boston scientific received information from a product experience report (per) form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The lead was explanted and replaced due to muscle/pocket stimulation. No patient adverse effects were reported. According to the per form, the lead will not be returned to boston scientific. Boston scientific received information that the lead was received at boston scientific's return products department.